Event description:
On the literature article named "management of low periprosthetic distal femoral fractures. Plate fixation versus distal femoral endoprosthesis.", the authors of the study reported that, after a peri-loc lateral locking plate was implanted to treat a su ii medial comminution fracture, the patient developed a non union of the fracture and a plate fracture. The cause for this was ruled as a medial comminution. To resolve the adverse event, the patient required a reoperation in which a refix with dual plates was performed. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Initial reporter postal code (B)(6). Ross, l. A., keenan, o. J., magill, m., brennan, c. M., clement, n. D., moran, m., & scott, c. E. (2021). Management of low periprosthetic distal femoral fractures: plate fixation versus distal femoral endoprosthesis. The bone & joint journal, 103(4), 635-643. Doi: 10.1302/0301-620x.103b4.bjj-2020-1710.r1.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that the article indicated that a patient who had a peri-loc lateral locking plate implanted to treat a su ii medial comminution fracture developed a non-union and plate fracture. According to the article, the cause of the non-union and plate fracture was medial comminution. The patient required reoperation and underwent a "refix with dual plates." The article concludes that ¿low periprosthetic distal femoral fractures at the level of well-fixed femoral components, reoperation rates are higher following lateral locking plate fixation (with or without augmentation) compared to distal femoral arthroplasty with failure independently associated with medial comminution.¿ it has been noted in the attachments that no additional information is available at this time. No conclusions can be made from this publication as it is limited to the information provided and further investigation is not possible. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B3 event date is unknown.